Event description:
Operator reported water leaking from the condenser unit at the front of the analyzer onto the floor. No pts were affected and no operators have been harmed. The field service representative determined a fluidic failure to be the cause and replaced leaking rinse unit 2 number 6 water line. Performance tests were performed which were within specification.